Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, an opening on radius, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Explanting physician reported right side rupture diagnosed by mammography. The device has been explanted.

Event description:
Explanting physician reported right side rupture diagnosed by mammography. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.